Manufacturer narrative:
Add'l info: no product was returned to assist in our investigation; therefore, we were not able to determine with certainty how this event occurred. However, based on the info provided, this appears to be a procedurally related event. The device is shipped with an "instructions for use" booklet that lists the anatomical requirements, warnings and precautions, and the correct deployment procedure. Nevertheless, the appropriate individuals were notified of this matter and we will continue to monitor for similar reports.

Event description:
An 82 year old female presented with a tulip placed upside down with end of struts at the right atrium. Little history on the pt is available as pt is unresponsive, on the ventilator, and a dialysis pt. Cxr at the hospital in 2008, shows no filter present. Pt was subsequently discharged. The next available cxr is two months later, taken after the pt had presented to the hospital ER. There is no record of the hospital implanting the filter. The filter is shown in the same position at the cxr on the event date, with no apparent movement. The pt was taken to the or on the same day, and the filter was retrieved with no complications or adverse events. The product was sent to the hospital's pathology dept. Add'l info was received two days later: an unusual retrieval. Pt showed up with the filter 100% inverted. It is strongly suspected that the filter was incorrectly and/or improperly placed. They do not know when, where, how, what, or especially why the filter was placed as the pt is bedridden. The filter could not have migrated - 26mm cava. Device was 100% inverted. No adverse effects to the pt.